Event description:
The lay user/patient contacted lifescan (lfs) in 2008 alleging a power issue with their ultralink meter. The pt claims that their ultralink meter does not power on. The pt did not exhibit any symptoms or seek any medical attention due to the alleged issue. The pt ate after attempting to use the meter. The test strip was inserted all the way into the meter and the meter still did not power on. The meter is not a new product (out of box) and the pt was using the correct vial of test strips. Meter was replaced. The complaint is being reported due to the meter not powering on.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.